Manufacturer narrative:
Patient, device and implantation details unavailable at the time of this report, this report is submitted on may 15, 2017, by cochlear ltd. On behalf of (B)(4).

Event description:
Per the audiologist, the patient experienced a loss of osseointegration. Additional details have been requested, however has not been made available as of the date of this report may 15, 2017.